Manufacturer narrative:
No product was returned for evaluation. Device history records for the indicated production lot were reviewed and found to meet all product requirements prior to release. Additional product from this lot was tested and found to pass performance specifications. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr part 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, the thread broke. The doctor has not used the product, it disintegrated before it was used. There was no patient involvement.